Manufacturer narrative:
Btg medical assessment: patient received 1.37gbq administration of therasphere® on the (B)(6) 2019 via the femoral artery. Post treatment imaging, demonstrated a good tumour uptake, no extra digestive/lung shunt perfused liver volume was 300ml and absorbed dose to perfused liver was 220gy on (B)(6) 2020, the patient was hospitalised for ascites following radio-embolisation of hepatocarcinoma which led to a serious deterioration in health that required hospitalisation. The patient was discharged on the (B)(6) 2020. The investigator has listed the causality as probably not related to the administration procedure but possibly related to the device and to a concomitant disease erysipelas of inferior limbs. Action taken regarding ts: none. The patient has another follow-up in (B)(6) 2020, ecog was not assessed, no documentation of any clinical signs albumin 29g/l, increase bilirubin to 27 umol/l, stability of coagulation and ast/alt, degradation of renal function with creatinine increase from 102 to 171 umol/l the patient died on (B)(6) 2020, cause of death not documented by reporter ascites: severity grade 3; serious- led to hospitalisation; anticipated adverse event; possibly related to device and concomitant disease erysipelas. The reported adverse events are known inherent risks associated with sirt listed in the IFU/risk management documentation. No device malfunction was reported or identified. No batch review was possible for this case as the batch number has not been provided and the product was not returned for evaluation (device remains implanted in the patient). No corrective/preventative action has been identified. Should we receive any information to enable further investigations, a follow-up report will be submitted. At this time this report I considered final.

Event description:
Auto-notification received from datatrak 24-apr-2020 for this patient enrolled on the proactif study. A patient has reported a serious adverse event. Please see the following for more information. Site number (siteid): 250082, unique patient ID (usubjid): (B)(4), sae number (saespid): 1, diagnostic term to describe primary sae (saeterm): decompensated cirrhosis seriousness criteria (saecrit): led to a serious deterioration in health. Start date (dd-mmm-yyyy or un-mmm-yyyy) (saeadmdat): (B)(6) 2020. Sae outcome (saeout): resolved. Severity (ctcae v5.0 grade): (saesev): grade 3. Causality related to administration procedure (saecausdev): not related. Causality related to therasphere device (saecausmaa): possibly. Patient received therasphere treatment 1.37 gbq via femoral artery on (B)(6) 2019. Vasodilatation drug - used. Post treatment imaging, demonstrated a good tumour uptake, no extra digestive/lung shunt perfused liver volume was 300ml and absorbed dose to perfused liver was 220gy. (B)(6) 2020 patient hospitalised in the department for oedémato-ascitis decompensation following radio-embolisation of hepatocarcinoma. Severity - grade 3. Discharge date: (B)(6) 2020. The investigator has listed the causality as probably not related to the administration procedure but possibly related to the device and to a concomitant disease erysipelas of inferior limbs. Action taken regarding ts: none. The patient has another follow-up in (B)(6) 2020, ecog was not assessed, no documentation of any clinical signs albumin 29g/l, increase bilirubin to 27 umol/l, stability of coagulation and ast/alt, degradation of renal function with creatinine increase from 102 to 171 umol/l.